Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -6.0 into the patient's right eye (od) on (B)(6) 2019. Reportedly, the lens flipped during injection and was upside down. Intra-operatively the lens was removed and the lens tore during explant. An alternate lens was successfully implanted at a later date. "No patient injury" is reported.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. (B)(4).